Event description:
The initial reporter questioned results for an unspecified number of patient samples tested for albumin and glucose hk gen.3 (gluc3) on a cobas 8000 cobas c 701 module. A discrepant low result was provided for 1 patient sample tested for gluc3. The initial result was 21 mg/dl. This result did not correspond to the 114 mg/dl result from a different sample 2 hours prior. The sample was repeated on a different c701 module, and the result was 112 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The c701 module serial number was (B)(6) .

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The gluc3 reagent lot number was 828640 with an expiration date of 31-dec-2025. Calibration was last performed on 23-jan-2025 with no issues. Qc was acceptable. There is no indication of a reagent performance issue. There were multiple abnormal aspiration alarms noted on the date of the event, near the time the sample was processed. The field service engineer (fse) found a hole in the rinse tubing of a nozzle. The fse removed the damaged part and reattached the tubing. Precision results were within specification. The investigation determined that the issue found by the fse was the root cause of the event.